Event description:
On (B)(4) 2017, medbloc was notified by one of our dealers (B)(4) that they were notified of an incident that took place on (B)(6) 2017. The dealer reported that when an end user (customer) pulled up on his arm rest during weight-shifting (his usual procedure), the armrest came out of the locked receiver, resulting in the customer falling out of his chair and breaking his leg (he is currently wearing a brace). The dealer reported that there is a seatbelt installed on the chair, but the customer only wears it during transportation.